Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle power to the hc machine. The tsr had the hp cycle the power again to press go to start. The hp would do manual for the rest of her therapy. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident; she did inform her nurse of the alarm. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed. The root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).